Event description:
Customer reported that the insolation is ripped. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noticed that the device did not work properly, additionally the console displayed error codes for the handpiece lock engaged and system fault. The evaluation also found the bearings were damaged, and the cable was damaged due to water. These issues were attributed to inappropriate maintenance. Device was inspected and repaired.